Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of manufacturing documentation in place at the time of manufacture was performed and revealed that the device is leak tested during qc. A review of the device history record determined no discrepancies related to the reported event were found. The product was not returned to aid in the investigation. However, possible causes for hemostatic valve leakage could be due to any tear in the disk due to insufficient silicone oil usage or due to the iris valve damage, which could be a manufacturing error or a procedural error in turning the lock too many times. No adverse effect on patient was noted due to this occurrence. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A zenith with z-trak aaa endovascular graft converter was used for treatment of an iliac aneurysm. It was reported that the hemostatic valve leaked too much blood. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.